Manufacturer narrative:
The suspect product was returned for evaluation. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Visual inspection was performed and was found that there was a canula to be bent with a flattened section. The allegation made by the complainant was confirmed. However, the probable cause of the bent canula is unknown.

Event description:
It was reported that there was a bent cannula when an infusion set was used by patient with diabetes (pwd) and the event occurred during the use. There was no patient harm occurred.